Event description:
The initial attorney report alleged pain, permanent injures, and defective mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 2002: pt underwent repair of a bilateral inguinal hernia with kugel patches. On (B)(6) 2002: pt underwent repair of recurrent left inguinal hernia with a non-bard mesh. On (B)(6) 2012: consult, pt reports having pain with left testicle since (B)(6) 2009.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info received. The info provided indicates that the pt was treated for a recurrence which is a known adverse events listed in the IFU. A review of the mfg records was performed and there was no evidence of a mfg related caused for the reported event. Additionally, no sample was returned for eval. Based on the review of the info currently available, no connection could be made between the adverse pt outcome and the davol product in question. If add'l event and/or eval info is obtained, a follow up MDR will be submitted.